Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, event description: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -6.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021.the lens was removed and replaced with a longer length lens due to low vault within the same surgery. This replacement resolved the problem. Cause of event was unknown, the reporter stated "the lens size recommended by ocos did not fit the patient."